Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with a lead that measured as having high impedance, no capture and no sensing and exhibited signs of clavicular crush. The lead was capped and replaced. The patient was in good condition post procedure.